Manufacturer narrative:
I-flow received one empty, used pump and three new pumps for evaluation and investigation. One used and one new pump were refilled with normal saline solution to the reported fill volume of 100ml for testing. A flow rate accuracy test was performed and the pumps infused within specifications. No determination could be made as to why the pump appeared to flow fast. The device history record was reviewed for the lot and all manufacturing operations were found to be within specification. A review of the lot history found no other complaints for the reported lot.

Event description:
Fast flow. Infused in 24 hours instead of 48 hours. No pt adverse event occurred.